Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision and deposits in anterior capsule. Medication was administered and the problem resolved. Cause of the event was reported as unknown.